Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pocket was being stitched up from an upgrade procedure, the left ventricular lead exhibited loss of capture. The pocket was re-opened and the lead was repositioned. The next day, the lead had lost capture again and discovered the lead had dislodged. The lead was explanted and replaced. The patient was asymptomatic and was in stable condition post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.